Event description:
The patient was undergoing a coil embolization procedure in the right middle meningeal artery using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil into the target vessel and made four attempts to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil using forceps, but the coil still would not detach after making three attempts. Therefore, the physician decided to remove the smart coil. However, while retracting, the smart coil unintentionally detached inside the microcatheter. The physician then pushed the detached smart coil in the target location using a microwire. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.